Event description:
Pt called to report issues with her omnipod wireless delivery system pods. Pt stated that on (B)(6) 2019, she got an alarm that the pod deactivated on its own. Pt said she replaced the pod and called the company, who sent more pods. Pt said the same thing happened on (B)(6) 2019, where the pod deactivated on its own. Pt said because of this, her blood sugar went so high it didn't register on her meter (500+). Pt stated both incidents involved pods from the same box and lot. Pt stated that the MFR apologized for the inconvenience, but she feels that this problem is too frequent and critical for her and can be a matter of life and death.